Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Complaint trend would be monitored.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked "nacl" during use onto the patient's clothing and bedding after placement. The following information was provided by the initial reporter, translated from dutch to english: "the product venflon pro safety 22g, art.no. 393222, leaks on the patient's clothing and on the bedding after placement. We have noticed that the white cap is less supple to loosen and then tighten again, so something has changed to the product." "Nacl was used with the product".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked "nacl" during use onto the patient's clothing and bedding after placement. The following information was provided by the initial reporter, translated from (B)(6) to english: "the product venflon pro safety 22g, art.no. 393222, leaks on the patient's clothing and on the bedding after placement. We have noticed that the white cap is less supple to loosen and then tighten again, so something has changed to the product." "Nacl was used with the product."